Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device overheated at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences. Attempts are being made to obtain additional information from the user facility.

Event description:
It was reported that the device overheated at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences. Attempts are being made to obtain additional information from the user facility.